Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the emergency room (ER) with an elevated blood glucose (bg) level of 600 mg/dl and high ketones. Customer gave a correction bolus via pump and was subsequently admitted into the hospital. Customer was treated with intravenous fluids of saline and insulin. The customer was discharged from the hospital the same day with no permanent damage. A system check was performed, and it was determined that insulin was not being delivered from the cartridge. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.